Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently did not report the correct patient age.

Event description:
On (B)(6) 2013 it was reported that the patient had a lead replacement done the week prior due to high impedance. It was found that the issue was a lead break. Follow up with the physician found that the high impedance was first observed on (B)(6) 2013. The last programming history provided was from (B)(6) 2013 which showed diagnostics were ok and the device was set to 1ma output current, 30 hz frequency, 500 microseconds pulse width, 30 seconds on, 5 minutes off. The device was programmed off on (B)(6) 2013. No patient manipulation or trauma occurred that is believed to have caused or contributed to the event. X-rays were sent to the manufacturer for review. The ability to visualize the generator is not compromised by inconsistency between the contrast and brightness of the images. Placement of the generator is normal in the left chest, and the feedthru wires appear intact. The connector pin appeared fully inserted inside the connector block. The ability to visualize the lead is not compromised by inconsistency between the contrast and brightness of the images. A strain relief bend is present per labeling. Two tie-downs are present, one of which is securing a strain relief bend per labeling. Lead is present behind the generator. There is a gross fracture in the lead. There are not any sharp angles present in the lead. The lead wires appear intact at the connector pins. Based on the x-ray images, the cause for the high impedance is the lead fracture as noted above. A portion of the lead behind the generator cannot be assessed; therefore a fracture in that portion of the lead cannot be ruled out. The presence of microfractures and discontinuities in the lead portion not visible cannot be ruled out either. The explanted lead was returned and product analysis was performed. The lead was returned in one piece with two tie-downs. Four sets of setscrew marks were seen on the connector pin providing evidence that proper contact between the setscrew and the connector pin existed at least once. The connector ring has scratches most likely caused by the canted spring in the pulse generator header during insertion of the lead connector. The lead connector has partial detachment at the ring/backfill interface. The reason for this condition is unknown. No adverse effect was identified on the device performance as a result of this condition. The positive coil appears to be kinked in the vicinity of the ring/backfill interface. An abrasion was identified on the connector boot. The outer silicone tubing has cut openings at approximately 10.7cm, 11.6cm, 12.2cm, and 14.1cm from boot. No damage to the inner tubing or the lead coils was noted at these locations. A superficial cut was noted on the outer tubing at approximately 23.1cm from boot. The outer silicone tubing appears to have been compressed at approximately 8.8, 17.7-19, and 25cm from boot. The lead coils are slightly stretched at approximately 0-13.3cm from boot. Abrasions most likely caused by the presence of a tie-down were noted at approximately 25.3cm and 31.1cm from boot. Abrasions were noted on the silicone tubing of the lead coils at approximately 1-1.5cm and 2.3-2.7cm past the electrode bifurcation. No visual anomalies were noted on the anchor tether. Both the closest and the furthest electrode to the bifurcation are damaged showing bends on the electrode ribbon, partial detachment of the electrode ribbon and suture from the silicone helix and partially losing their helical shape. A suspected coil break was identified in the negative coil at the anchor tether. The silicone tubing of the negative coil has abrasions/scratches the break location. The negative coil has a dark/discolored appearance on one of the broken ends. The lead connector has partial detachment at the ring/backfill interface. The reason for this condition is unknown. No adverse effect was identified on the device performance as a result of this condition. The positive coil appears to be kinked in the vicinity of the ring/backfill interface. Although not conclusive it is believed that the identified kinks, superficial, cuts and cut openings were most likely caused during the explant procedure. No other discontinuities were identified within the returned lead portion. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the broken ends. Due to metal dissolution, surface contamination and or mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. The overall length of the returned lead measured approximately 437mm. The length of the returned lead is within tolerance for a full lead assembly. The reported allegations were verified. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the broken ends. Due to metal dissolution, surface contamination and or mechanical distortion (smoothed surfaces) the fracture mechanism cannot be determined. Other than the above mentioned observations, typical wear and explant related observations, no other anomalies were identified in the returned lead. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the (B)(4) lead passed all functional tests prior to distribution.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.